Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, moderate paravalvular leak (pvl) was identified. Subsequently, the attending physician decided to implant a second transcatheter valve into the previously implanted valve. After implantation of the second valve, moderate paravalvular leak (pvl) was recurrently identified. Per the physician, the patient's narrowed left ventricular outflow tract (lvot) and depth of implant contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.